Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of not shutting off when the volume is reached. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 03/27/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer states the unit is not shutting off when the volume is reached. The issue was discovered during testing. No patient involved.

Manufacturer narrative:
Submit date: 03/28/2017. Additional information was received from the initial reporter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the unit is not shutting off when the volume is reached so the nurse had to manually turn the unit off. The patient was not overfed and no air pumped into the patient because they shut it off before that would happen. No harm to the patient and no medical intervention required.